Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator screen went blank on the third shock charge while actively charging. The device was rebooted and during actively charging for the third shock, again the device screen went blank. Another device was used to treat the pt. The involved pt died. The customer stated that the device behavior did not impact the pt outcome.